Event description:
A surgical tech reported that during a one day post lasik follow up appointment, the pt presented with soreness and a gritty feeling in the right eye. During the slip lamp portion of the appointment, it was noted that the pt had a corneal abrasion in the right eye. Additional info received states that after a follow up appointment, it was noted that pt's corneas were clear and was instructed to discontinue all eye drops for tear drops.

Manufacturer narrative:
The device history (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).